Manufacturer narrative:
The t:slim x2 user guide states, "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. A pump system check was performed and the occlusion was found to be within the infusion set tubing. The customer reported that the pump supplies would be changed to resolve the occlusion alarms. Reportedly, the customer was using apidra insulin in their cartridge. Tandem technical support educated the customer that apidra insulin was against labeling. The customer stated they would contact their healthcare provider in regards to switching to a different insulin type. The customer's blood glucose (bg) level was reported as "hi" and a manual injection was administered to address the bg level.